Event description:
It was reported the controller gave a blue holster error while taking a sample in the breast. The customer reported the calcification area was not overly fibrous and it was superficial location. The doctor choose not to retry and the case was aborted and the pt rescheduled.